Event description:
During the procedure this device leaked. Reportedly, the leak occurred a few millimeters from the hub. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.